Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.00x20mm promus premier¿ drug-eluting stent was used. However, during the procedure, the shaft of the stent delivery system snapped in half and the break was 90cm from the marker band. The procedure was completed using a different device. No patient complications were reported.